Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Waiting for product return. Device not received yet.

Event description:
Mobi-c p&f us : disassembled; surgery at level c5/c6; surgeon detected that the implant have an oblique angle in lateral, then he decided to correct the angle. At this time, the implant released from the peek cartridge. Surgeon has removed the implant and used another implant from the same size. Surgery was completed successfully. No harm to the patient. The implant was not even 1/4 of the way in the disc space when angle correction occurred. Waiting for product return.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when repositioning the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly" and "in case of bad positioning, it is mandatory to redistract the intervertebral space to pull-back the prosthesis + jaws assembly". The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Event description:
Mobi-c p&f us : disassembled. Surgery at level c5/c6. Surgeon detected that the implant have an oblique angle in lateral, then he decided to correct the angle. At this time, the implant released from the peek cartridge. Surgeon has removed the implant and used another implant from the same size. Surgery was completed successfully. No harm to the patient the implant was not even 1/4 of the way in the disc space when angle correction occurred. Waiting for product return.